Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ ii insulin syringe there was an issue with needle hub damaged. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd ultra fine¿ ii insulin syringe there was an issue with needle hub damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (4) loose 1cc, 8mm syringes. Customer states that the needle hub has damage that can't use a plunger to extract medication from the vial. All returned syringes were examined and all exhibited adhesive runoff onto the barrel. This condition could cause the syringe to not draw properly. CAPA (B)(4) has been opened to address this issue for 1ml syringes. A review of the device history record was completed for batch # 7226957. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Investigation conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use.